Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units ECG cable is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) ECG cable is broken. There was no patient involvement and no harm reported. ECG cable defective reported by customer. Getinge field service engineer (fse) performed inspection for the ECG cable and found surface of cable defective. Pending for replacement. Quotation to be send to customer. The defective components were received for further investigation. The fat performed a visual inspection and found the parts to have damage to the rubber shielding exposing the metal underneath. Please see attachment. Fat was able to verify the reported failure of these parts. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.